Manufacturer narrative:
On 6/16/2017 a usb cable and I/o hub were shipped to site as replacement parts,. On 6/20/2017 a medtronic representative went to the site and replaced the parts and reseated all cables. After replacing the parts, a system checkout was performed. System passed all testings and is working normally. The suspect usb cable and I/o hub have been received by manufacturer for evaluation. The suspected usb cable was found to be in good condition with no damage. The cable has passed all tests and is functioning normally. No problems were found. The suspected I/o hub was examined but the reported issue could not be replicated and the part was found to be fully functional. Part was working as intended.

Event description:
A medtronic representative reported that during a cranial resection with navigation system the site had registered the patient and proceeded to navigate step, the system displayed a message saying localizer disconnected. Representative rebooted the software twice with no resolution. When the rep tried a full system shutdown, auto shut down failed message was displayed. While troubleshooting the rep unplugged and reseated all internal connections, moved the usb cable to a different port on the computer from the I/o hub and checked the connections from I/o hub to uninterruptible power supply (ups). Restarting the system after troubleshooting resolved the issue. The surgery was completed with the use of navigation. There was a delay of less than 1 hour to procedure. No impact to patient outcome.

Manufacturer narrative:
Patient demographic information now provided.